Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No appearance of any physical damaged. The complaint condition was duplicated during the evaluation. Unable to bypass the super cap post error at power up. The root cause of this event was counterfeit low profile super cap was found on main board due to incorrect assembly by the customer. The main board was replaced. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a super cap error alarm was experienced. No patient involvement.